Event description:
Follow up information from the physician did not report any further problems with the patient.

Event description:
Additional information reported indicated that the device was explanted due to inflammation and that the device could not be used anymore. The reason it could not be used anymore was not provided. The surgeon thought that the inflammation of the skin was not device related. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that the neurostimulator was replaced with a prime cell neurostimulator and 2x4 pocket adaptor. During the first post operative investigation, the patient had inflammation of the skin. It was believed that the neurostimulator and adaptor were too large for the small, thin patient, which resulted in inflammation. The neurostimulator and adaptor were explanted and repositioned with new devices. The patient outcome was not known. Additional information has been requested but was unavailable as of the date of this report.

Manufacturer narrative:
Adaptor: model 64002, implanted: unk, explanted: unk.

Event description:
Additional information reported confirmed that the issue was with initial position of the implantable neurostimulator, not the adaptor. A supplemental report will be sent if additional information is received.